Manufacturer narrative:
The field service engineer (fse) observed a clog in the drain filter which caused the baths to overflow. The fse noted hemoglobin gain was erratic and replaced the power supply and cleaned the green filter and condenser lens to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately ten milliliters of fluid overflowed from the baths and onto the counter involving the coulter act diff 2 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. The customer replaced the waste filter and the baths drained properly. The customer also stated the hemoglobin volt was unstable shifting from 3,800 to 4,000 then down to 3,400. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.